Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or ion system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. Section a2: patient information age: reflects the study median age of the patients in the robotic group. Section a3a- patient gender represents the majority of the patients in the robotic group. Section d: the procedures in the article were performed on the ion systems. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): robotic versus electromagnetic bronchoscopy for pulmonary lesion assessment: the reliant pragmatic randomized trial 10.1164/rccm.202409-1846oc paez-2025-robotic versus electromagnetic bronc.pdf. Https://doi.org/10.1164/rccm.202409-1846oc.

Event description:
A review of the article reported the following adverse event: pneumothorax occurred in 4 patients in the robotic assisted group and 6 patients in the electromagnetic group. It was confirmed the ion system did not malfunction, nor did it contribute to the cause of the adverse events.